Event description:
A customer reported that following intraocular lens (iol) implant surgery, some days he see well and some days he does not. He was also concerned about still having to wear glasses. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/02/2010 and 12/06/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).